Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-april-2024, the patient reported the events of infusion set fell off during use with two infusion sets. The infusion set had been used for 2 days during first event and few minutes for second event. The blood glucose level was 240 mg/dl at the time event. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.